Event description:
Info was provided that the balloon ruptured during the procedure. The user was able to inflate the balloon up to 11 atm, and the balloon popped approx 1 second after reaching 11 atm. They were able to remove the balloon - as it did not separate. It was noted that it did not rupture along the seam, but ruptured horizontally. The procedure was completed by using a cook blue rhino replacement. Pt is okay, no adverse effects.

Manufacturer narrative:
(B)(4). Event still under investigation at this time.